Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012880294 was returned and analyzed. The catheter was visually inspected and functionally tested. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000. Verification of steering mechanism was performed. Deflection testing ( rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the handle segment, it was observed that the electrode wires were broken. During inspection of the handle segment, a kink was observed on the guidewire lumen at 10" from the luer. During inspection of the handle segment, it was observed that the hypotube was broken at 10" from the luer. High magnification optical inspection revealed debris/foreign material stuck inside the catheter connector receptacle, causing a connection issue with the catheter interface cable test which could not be connected properly. During inspection under microscope, the catheter connector pin carrier was cracked. In conclusion, the reported issue was not reproduced during testing and inspection. The catheter failed the returned product inspection due to debris in the handle connector receptacle, a cracked connector pin carrier, a broken electrode wire in the handle, guidewire lumen kink., and a broken hypotube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, noisy electrogram signals were observed upon connection of the cable to the catheter. The noise affected multiple electrogram channels and alternated, not always appearing on the same channel. The signals improved when the a firm grip on the cable seated in the catheter handle was maintained. Electrogram noise hampered the ability to use electrode 5 as a reference for location during the procedure. The cable was replaced with a new one, but the noise persisted. A replacement catheter was offered, but refused. The case was completed. No patient complications have been reported as a result of this event.